Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and moderately calcified superficial femoral artery. This 5.5mmx20mmx135cm sterling balloon catheter was used for pre dilatation of the lesion. Then a non bsc stent was placed. The 5.5mmx20mmx135cm sterling balloon catheter was used again and the balloon ruptured at 14 atmospheres during the 4th inflation. The first three inflations were to 14 atm. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients' status is good.